Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The complaint was able to be confirmed by the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the packaging was warped and disfigured. The sample was inspected, and the seal was observed to be intact, but due to the disfigured packaging, the sterility could not be confirmed. Packaging r & d was consulted and stated the packaging warps like this when exposed to excessive heat. This usually occurs due to improper storage and shipping factors. The exact storage and shipping issues could not be conclusively determined. The reported complaint of "packaging damage - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging was warped and disfigured. The sample was inspected, and the seal was still intact, but due to the disfigured packaging, the sterility could not be confirmed. Packaging r & d was consulted and stated the packaging warps like this when exposed to excessive heat. This usually occurs due to improper storage and shipping factors. The e xact storage and shipping issues could not be conclusively determined. A DHR review was performed, and no issues were found related to the complaint, to link a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staplers had their packaging wrinkled. We did not used them because of the risk of contamination/impact on the devices". No patient involvement.

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staplers had their packaging wrinkled. We did not used them because of the risk of contamination/impact on the devices". No patient involvement.